Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6947m62 implantable tachy lead (B)(6) 2013, 407652 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was symptomatic. The device wavelet did not apply due to the hierarchy of features which resulted in withheld therapy. The sinus tachycardia (st) rule was turned off. The device remains in use. No patient complications have been reported as a result of this event.